Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent came off the balloon when inserting into the guide. The device was never entered into the patient's body. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent came off the balloon when inserting into the guide. The device was never entered into the patient's body. There were no patient complications reported. It was further reported that the physician opened another stent to complete the procedure.